Event description:
Pt underwent cataract surgery on 5/28/97, and a staar model aq-2003v intraocular lens was implanted. However, the doctor stated that after lens insertion he noticed that the haptic ripped the posterior capsule. The vitreous was pushing forward and a vitrectomy was performed. The lens was removed and an anterior chamber lens was placed in the sulcus. The doctor is resolving cystoid macular edema. The surgeon said the lens ejected in a controlled manner and was properly loaded.